Event description:
Upon receipt of the device, the user reported the venous srs initialization test failed on the new blood pressure monitor. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there were no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.